Event description:
(B)(4). Coils had to be removed. Right side protruding out of tube into uterus with a piece broke off. Was poking my uterus, missing piece not located. Had hsg, flat panel x-ray, CT scan, and looked in uterus with camera during surgery to remove tubes and coils.